Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lightsource ¿no longer recognizes the connector when plugged in. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11 corrected field: e1 the device was not returned to olympus for inspection but the reported failure was confirmed based on the provided information by the customer and field service. In addition, the following reportable malfunction was identified: ¿image ¿ scope (s) socket repair¿. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ¿image ¿ scope (s) socket repair¿. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.